Event description:
It was reported that the patient experienced hematoma over this pacemaker. Despite the device having only two weeks of battery remaining, the surgery was delayed due to complications unrelated to the patient. The patient has been confirmed to have no scheduled surgery. The boston scientific technical services consultant referred the patient to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient experienced hematoma over this pacemaker. Despite the device having only two weeks of battery remaining, the surgery was delayed due to complications unrelated to the patient. The patient has been confirmed to have no scheduled surgery. The boston scientific technical services consultant referred the patient to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.